Event description:
A customer contacted haemonetics on (B)(6) 2008, to report a short circuit and blood inside of the orthopat machine. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2008, to report a short circuit and blood inside of the orthopat machine. No operator or donor injury was reported. Once returned for eval, the machine was cleaned and decontaminated. The compressor and suction board were replaced. The machine is now ready for use. The design of the device contains a hydrophobic filter to contain spills. It is not confirmed whether or not the filter was used or if there was a malfunction. The product issue identified in this report was identified by haemonetics during a retrospective review of the company¿s service records. No pt or user harm or injury was reported or allegedly associated with the identified issue. (B)(4).